Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-18004. During remote monitoring, episodes of oversensing were observed on the right ventricular (rv) lead and episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Abbott technical support was contacted, and the patient was brought in clinic for provocative testing. Rv and ra lead damage was suspected to be the cause of the event, however, no oversensing could be reproduced in clinic during testing. No further intervention was performed at this time. The patient was stable and will continue to be monitored.